Event description:
According to the reporter: procedure: the tube released from the anvil before the suture was cut by the surgeon. The anvil was stuck in the gastric pouch/esophagus with no tube to advance the anvil. The anvil was pulled through the throat and the procedure was converted to an open surgery. Surgery time was extended by 2.5 hours. Minimal blood loss was reported.